Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The reported alarms were most likely the result of a lack of dialysate flow due to a loose connection made by the operator with the dialysate delivery system. Occasional alarms during hemodialysis treatments are expecting and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A fluid inlet occlusion alarm occurred at the beginning of a routine hemodialysis treatment, which could not be resolved by the operator. Clotting of the circuit occurred due to the amount of time spent troubleshooting of the alarm. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.